Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having low blood glucose of 38mg/dl. Troubleshooting provided assistance to customer about bolus history and settings. Customer declined low blood glucose troubleshooting and indicated that they would treat with a back up plan. No further details given.